Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported difficult/failure to deploy vessel locator wings/plunger was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficult/failure to deploy vessel locator wings/plunger; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after an interventional procedure. Reportedly, after depressing the starclose se vessel locator button, the vessel locator wings were not open. The starclose se vessel locator button was depressed again, but the click was not heard. The starclose se device did not work. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.